Event description:
Clipped artery and ligamax handle would not release clip. Dr (B) (6) had tear artery in order to remove ligamax laparoscopic chole. (B) (6), rn specialty coordinator: general and neuro surgery tissue coordinator - (B) (6)